Event description:
It was reported that the pt had a right shoulder arthroscopic subacromioplasty, coracoacromial ligament resection, subacromial bursectomy, mini rotator cuff repair in 2001. A little over a month later, the pt presented with signs of infection, including pain at night, pain increase when lifting. Oral antibiotics were prescribed.